Manufacturer narrative:
The returned device analysis did not confirm, the reported leak. However, the steerable guide catheter (sgc) hemostasis valve was inspected. And the silicone fluid did not appear to be present. The investigation determined, that the leak appears to be related to the missing silicone. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified, no similar complaints from the lot. Based on the information provided and the results of the device analysis, the leak at the account appears to be related to the observed, missing silicone. And appears to be related to a potential product issue. The issue is being addressed, per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during preparation, the sgc failed to hold water column. It was reported that during preparation of the steerable guiding catheter (sgc), it failed to hold the water column. All steps were carried out according to instruction for use (IFU), after three times of filling the guide, decision was made to take another sgc. A new sgc was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.